Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was powered up and loaded the correct software. When stand-by mode was activated, the bulb failed to ignite. A measurement of the boost voltage was taken and showed 0 volts. The root cause of the failure was traced to a defective ballast. In sum, the customer complaint was confirmed. The root cause of the failure was traced to a defective ballast. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit has a bad ballast.